Event description:
The customer alleged that her blood glucose readings had been lower than usual. She received readings such as 116 and 141 mg/dl, when her usual range was 289-600 mg/dl. The customer stated that she had not been able to take insulin due to the low readings. She also stated that her hands were numb and she had trouble walking. The customer did not have any test strips left that gave the low readings, so troubleshooting was not possible and no product will be returned. A replacement meter was sent to the customer.